Event description:
Customer stated: "freezes while holding probe". 1216677-2021-00127-1, 139 n20 spherical probe, e-complaint- (B)(4).

Manufacturer narrative:
Investigation: inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 3/23/1998 under wo #1169 and shipped on 3/25/1998. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit has been serviced in 2017 for a torn silicone line/tube, 2018 for trapped moisture stuck inside, and in january 2021 for poor seating causing low flow and the filter was replaced. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Corrective actions: the unit was evaluated, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Event description:
Per customer: freezes while holding probe. Repair log: (B)(4). N20 spherical probe 139. E-complaint (B)(4).